Event description:
It was reported by the rep that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that while placing the third clip on the gall bladder the instrument would not fire a clip. The case was completed with another instrument and there was no pt consequence.